Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter phone a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. The technical support specialist (tss) remoted in and restarted the data synchronization services and identified that the device was failed to cross and no linking to the es server. Tss resolved the disconnected mode failure and performed a manual recovery. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower station was on disconnected mode and would not communicate with the server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower station was on disconnected mode and would not communicate with the server. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.